Manufacturer narrative:
External insulation abrasion was noted at 18.5-19.3cm from the connector pin, consistent with lead friction to the device can. The etfe coating was abraded at this location.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pacemaker dependent patient presented to clinic with lead noise. Noise was not reproducible in clinic. Patient experienced syncope due to intermittent loss of pacing caused by oversensing noise. Lead was explanted and replaced. Lead to can abrasion was noted on the lead. Patient was doing well and will continue to be monitored.